Event description:
It was reported that the customer's mother was trying to change the battery on the insulin pump and is unable to remove the battery cap. It was stated that it was not possible to remove the battery cap with a quarter or a large flat head screwdriver. Patient's bg is 385 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, bleeding lcd glass, damaged battery cap coin slot and cracked case near display window corners noted during visual inspection.